Manufacturer narrative:
(B)(4). The patient connected for peritoneal dialysis therapy before the set-up was properly primed because the patient line extension was added after priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected prior to starting the initial drain. During the troubleshooting, the patient revealed that they connected the patient line extension after priming. The technical service representative (tsr) had the patient close all clamps and disconnect. The tsr instructed to cycle the power on the device to clear the alarm and end the therapy. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.